Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient "didn't feel right". It was also reported that the device had an electrical reset. It was noted that the patient receives radiation therapy and was receiving therapy on the date of the reset. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.